Event description:
A malfunction alarm with the code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump for this malfunction within the last 24 hours, so technical support provided instructions and assisted with the reset. After this, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared. The customer acknowledged and understood these instructions.